Event description:
It was reported that the patient felt a sharp pain and a burning sensation and heat in the area of the device. The device no longer functions, it can not be interrogated, and there is no output. Battery depletion due to battery short suspected. The device was scheduled to be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that the patient felt a sharp pain and a burning sensation and heat in the area of the device. The device no longer functions, it can not be interrogated, and there is no output. Battery depletion due to battery short suspected. The device was scheduled to be replaced. No further patient complications have been reported as a result of this event. It was further reported that the device was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary (B)(4) detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.